Manufacturer narrative:
Integra completed its internal investigation 26jan2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history record is done. The manufacturing lot is fdna and was manufactured in june 2015. No anomaly was found, particularly about tip specifications, raw material and heat treatment during the manufacturing period of the product. A review of the complaint system was performed. This is the third incident reported to newdeal about a breakage or deformation of a surfix system hexalobular size 7 screwdriver during removal for the past two years. The two first incidents are about breakage. Only the current incident is relative to a deformation of the tip. (B)(4). Conclusion: given the description of the event and the observations during the investigation, the root cause of the incident is similar to the root cause of an existing CAPA. The required loosening torque during hallu lock removal is more important cause of the bone growth around the implants and can reach the mechanical limit of the raw material. Furthermore, due to the size of the associated screws, the dimensions of the tip of screwdriver 219127nd are very tiny and per consequence fragile when it used repeatedly and / or with important torque. No anomaly was found during manufacturing, inspection or during the review of quality records.

Event description:
It was reported that during an ablation procedure, the screwdriver twisted. The screwdriver was new, it was first use. The customer has another screwdriver available to do the surgery. It was reported no patient injury is alleged.